Manufacturer narrative:
The device referenced in this report has been returned to olympus but the eval has not yet been completed. Upon completion of the device eval, a supplemental report will be submitted.

Event description:
Olympus was informed that during an unspecified procedure while removing a polyp with cautery, the device experienced a sudden power surge. It was stated that a larger sample of the pt's bowel was extracted, which resulted in moderate bleeding. The bleeding was stopped by using three clips and the power was decreased on the device. The intended procedure was successfully completed with the same device. The pt was released the same day with no further issues reported.